Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised to use an alternate form of insulin therapy, and a replacement pump with updated software was sent to them. Instructions were provided on using storage mode, returning the faulty pump, and steps for the replacement pump.